Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info; pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time. A 2-yr review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.